Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained a blood glucose reading of 378 mg/dl on the contour next link 2.4 meter at 11:58 a.m. The customer received a bolus from his insulin pump based on this reading. The customer stated that he was experiencing symptoms of hypoglycemia such as sweating profusely and confusion. According to the customer, he ran another test on a non-ascensia meter within one minute of the reading of 378 mg/dl and obtained a reading of 38 mg/dl. The customer drank orange juice and an hour later, he recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9gpeg08a for evaluation. The retuned meter was tested with the returned test strips, which gave a satisfactory performance. Additionally, the device history records were reviewed for the suspected contour next link 2.4 and contour next strips, and no manufacturing anomalies were found.